Event description:
Device malfunction: diminished pulses. Time of malfunction: following vessel closure. Symptoms/ae: patch angioplasty. The following events were noted through a periodic article review. It was reported that after abdominal aortic aneurysm (aaa) repair, arteriotomy closures of the common femoral arteries (cfa's) were performed using double percloseproglide devices deployed at 90 degrees to each other. One patient with moderate cfa disease and palpable pedal pulses pre-operatively had a weak pedal doppler signal following vessel closure. Angiography showed severe stenosis at the access site which was repaired with patch angioplasty, with return of palpable pulses. No additional information was available.

Manufacturer narrative:
This report involves a case report noted in an article. No device was available for analysis. The part and lot numbers were not identified: therefore, a device history record review could not be performed. Attachment: hasan h. Dosluoglu, md, et al: "total percutaneous endovascular repair of abdominal aortic aneurysms using perclose proglide closure devices" (j. Endovasc ther 2007; 14:184-188).